Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: lap oophorectomy. For two separate cases on (B)(6) 2021, when the surgeon attempted to deploy the bag within the patient, the bag completely fell off the prongs and the metal prongs were fully exposed within the patient. It is unknown if there were multiple attempts to advance the actuator. The bag and the rest of the product was removed from the patient with no issues. A new bag was used in each case to complete the case. The new bag worked without issue. No patient injury or delay to the case. Product is available for return. Type of intervention: device was removed from patient and a new bag was used to complete the case. Patient status: no patient injury or delay to the case.

Event description:
Type of procedure performed: lap oophorectomy for two separate cases on (B)(6)2021, when the surgeon attempted to deploy the bag within the patient, the bag completely fell off the prongs and the metal prongs were fully exposed within the patient. It is unknown if there were multiple attempts to advance the actuator. The bag and the rest of the product was removed from the patient with no issues. A new bag was used in each case to complete the case. The new bag worked without issue. No patient injury or delay to the case. Product is available for return. Type of intervention: device was removed from patient and a new bag was used to complete the case patient status: no patient injury or delay to the case.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering observed that actuator was fully retracted, and the tissue bag was attached to the unit. The returned unit was disassembled and the pawl, an internal component of the device, was deformed. Based on the event description and evaluation of the returned unit, it is likely that the tissue bag fell off the supports due to retraction of the actuator prior to full actuation of the device. Per the instructions for use (IFU), the user should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop. Do not retract prior to full deployment."